Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date requested but not available at the time of this report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with dry eye and decrease vision at a post op exam. The treating surgeon indicated the patient had a lot of dryness challenges after treatment of the right eye and it had manifested showing some over response making the patient hyperopic, which many times is artificial from the dryness and concentrated on getting it under control in october through november, and with recovery of the dryness, the hyperopia went down as seen in november. At a post op exam in (B)(6) 2020, the dryness was gone but the hyperopia was still present. The patient¿s best corrected visual acuity was 20/30. The slit lamp showed increase density of the back capsule than seen in (B)(6) 2019. The surgery center explained when the patient was seen at a pre-op exam on (B)(6) 2019, the slit lamp revealed some back-capsule cataract activity more on the right eye than the left eye. When the surgeon explained the slit lamp findings, the patient¿s comments were of having a bad accident earlier in life. The surgeon found the patient¿s vision at that pre op could be corrected to 20/20 in each eye and lasik treatment was approved. The patient¿s chief complaint was of blurred vision on the right eye and commented on drives for a living. The patient experienced loss of best corrected visual acuity and the event is lasting and disabling, significantly interfering with daily activities. The patient was treated with topical steroids increased and was referred to a cataract specialist for her pre-existing condition. Bcva from (B)(6) 2019. Right eye pre-op 20/20 -3.00 x -.25 x 115. Left eye pre-op 20/20 -3.00 x -.50 x 10. Bcva from (B)(6) 2019. Right eye post-op 20/25 .50 x -.25 x 85. Left eye post-op 20/25 .00 x .00 x 90. Bcva from (B)(6) 2020. Bcva post-op 20/30.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.